Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of twelve (12) years, six (6) months due to mitral stenosis, secondary to calcification. As reported, the patient was admitted in a poor condition as she had refused intervention at an earlier date. Due to her wish of not being connected to the heart-lung machine, a transcatheter valve was implanted. Post-operatively, the patient's heart did not recover and the patient expired due to heart failure.